Event description:
A report was received that following a lead revision procedure, the pt has been unable to charge his ipg. It was determined that the physician used electrocautery during the lead revision. After a review of the ipg database, a bsn engineer confirmed premature battery depletion. The physician replaced the ipg and the pt is reportedly doing well following the procedure.